Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been running high for the past 10 days (~ 400s mg/dl). According to customer's contact, the customer was previously sick and had been on antibiotics, however they were no longer sick, and had been off of antibiotics for about 6 days. The customer was given correction boluses via manual injection, but bg levels continued to run high between 200-300mg/dl. On the date that this event was reported, the customer woke up with a bg level of 356mg/dl. Elevated bg level was treated and it dropped down to 273mg/dl (temporarily), however it went back up again. A temp basal rate of 120% was attempted in an effort to bring bg levels back to normal, however the issue did not resolve. Per the customer's doctor's recommendation, tandem technical support was contacted to troubleshoot the pump. System check was performed, however no issues were found. Recommendation was made that the customer discuss pump setting with a health care provider, and upload/ send pump data for review.